Manufacturer narrative:
Batch review performed on 20 january 2020. Lot 1900179: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1904642. Batch review performed on 20 january 2020. Lot 1904642: (B)(4) items manufactured and released on 19-sep-2019. Expiration date: 2024-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: impact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 1900217. Batch review performed on 20 january 2020. Lot 1900217: (B)(4) items manufactured and released on 12-apr-2019. Expiration date: 2024-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability in the hip. The cause of the instability is unknown. The surgeon revised, 2 weeks after primary surgery, the head, cup, and liner. The surgery was completed successfully.